Event description:
The complaint description states, "per phone call received: event: I had an issue with transferring the diluent I didn't have enough sterile water to mix in the powder. Patient got the dose but didn't get the complete sterile water. (During ae questions) this was a one time dose before his surgery, it was the first dose for our company, he said he used to give it to himself but sometimes he would have trouble getting it to mix as well. He was telling me to pull it from that spot and then to just try make it as close as possible because he really needed that medication. What happens now? What happens if it doesn't mix? (Agent further clarifying) yes like how do we fix it? I tried those things with (b)(6 and it didn't work." Nurse called and stated that advate iu 774 did not dissolve for patients. She sated she did not have enough sterile water to make her transfer. The nurse stated she did give the medication, and patient did not miss their dose, but did not have enough sterile water to transfer. The caller provided lot# tata027a, exp date 9/12/2025. Warm transfer the caller to medical information for further assistance. (B)(4).

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. There was no physical sample or photos available of the reported defect. Reported defect cannot be verified. There were no nonconformities, failure or deviations documented in the batch record during the manufacturing of advate with baxject iii lot tata027a which could have contributed to the reported problem. A review of the batch records associated with the manufacturing of lot tata027a was performed. It was found to have been inspected, assembled, and packaged per required procedures and per cgmp and met all acceptance criteria. A review of the container closure integrity test (ccit) inspection report found that the total vials tested met acceptance criteria and did not exceed the total reject limit for no vacuum vials. The vaporized hydrogen peroxide (vhp) cycle was reviewed and determined to have met specification limits with no issues that could have contributed to the complaint. The complaint is not confirmed as no manufacturing issues with the process, equipment, or material were identified that could have adversely impacted the quality of the product. No root cause related to manufacturing was identified in the course of the investigation. As a result, no escalation, no deviation, and no corrective and /or preventive actions are warranted at this time. A review of the monthly report ((B)(6) 2025) for advate bjiii was also performed relative to the subcategory [?]incomplete diluent transfer'. The complaint rate for 2025 is approximately (B)(4), 2024 (B)(4), and 2023 (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.